Manufacturer narrative:
The impella device was received from the customer on 25-oct-2023. Impella cp was returned for evaluation. Pump connected to console and no placement signal issue alarm was reproduced. Visually inspected and no catheter kink or other abnormalities were seen. Optical bench 5s parameters were verified to be within normal range. Optical light continuity test was done and passed without any issues. No other abnormalities were found. Data logs were not returned for review. As per clinical, impella cp implanted with no metric seen on console with impella sensor failure alarm and new impella cp was replaced with current cp and worked without any complications. The cause of the optical signal issue was not determined since data logs were not returned and due to inconclusive results based on the field investigation.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following implantation of impella cp, the automated impella controller (aic) did not display metrics. The white connector was reported to be correctly locked. The impella was explanted and a new one was implanted without any issues. There was no known harm or injury and no known patient use.

Manufacturer narrative:
D6a: correct implant date. D6b "if explanted, give date" corrected.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.